Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 30mm mitral annuloplasty ring was implanted and explanted during the same procedure. The reason for explant was reported as moderate to severe residual regurgitation. No additional adverse patient effects were reported.